Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 22f sheath hole prior to a thoracic endograft interventional procedure. The sutures of two prostyle devices were successfully placed. The thoracic endograft procedure was completed using the same 22f sheath. Reportedly post procedure, a suture break occurred during knot securing [advancement] with both prostyle devices. Manual compression was used to achieve hemostasis. There was no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user error (pushing more than tensioning the rail limb or lever deployed early) or suture/ nick damage. Based on the result of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.